Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operations with backup defibrillation operation deactivated. Device was restored with the help of technical support. Patient was stable.